Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started their sensor session after receiving a complete pump reset walkthrough from cts, and the cgm error code did not appear again.